Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps. Changed another one to complete the procedure. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was functionally tested with a generator. During functional testing on gen04 error code 5 screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code.